Event description:
Our respiratory therapists reported that they have had several occurrences of the 10 mm disposable smooth interior tubing "unraveling." The thin membrane holding the coils together breaks easily with little flexion applied to the circuit, far less than would be under normal use conditions. Manufacturer response for ventilator tubing, (per site reporter). The device is manufactured by (B)(4), distributed by (B)(4) and repackaged by (B)(4). The lot numbers on the repackaged tubes we have are 579100 and 578973. After making a-m systems aware of the problems, (B)(4) contacted (B)(4) and has begun the recall process.